Event description:
Pt scheduled for robotic laparoscopic prostatectomy. After the procedure began and the robot was docked to the trocars, the third arm was not being recognized from the robotic console. Sales rep was present for case and tried troubleshooting and speaking with company rep. All attempts were made to resolve the issue. The surgeon spoke with the pt's family and a decision was made to abort the case and reschedule for a later time. The surgical services dept. Director contacted the company and the equipment was serviced the same day of the incident. The equipment was repaired and cleared for use.